Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Inspected the reservoir, snap-cap, and septum for anomalies and none were found. Ran occlusion testing, and no occlusions were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump alarmed no delivery. Customer's blood glucose level went up to 600 mg/dl. The customer's blood glucose level was treated with injections. The customer was vomiting, had abdominal pain, and was feeling ill. The customer may have not been receiving insulin. The no delivery alarm was caused by an infusion set and reservoir connection. The customer was advised that the device would be replaced and agreed to return the product for analysis.